Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2011, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 13-dec-2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid(15 mg/ml, 1.7 mg/day) for the treatment of non-malignant pain and other chronic/intract pain (trunk/limbs). The new drug was dilaudid(4 mg/ml, 0.192 mg/day). It was reported that the catheter event had been confirmed. The hcp was unable to aspirate from the cap of the pump on (B)(6) 2018. The patient developed radiculopathy when she gave herself a patient activated bolus. The catheter was replaced on (B)(6) 2018 and the pump would be refilled with drug of lower concentration. The hcp planned to run a back table prime to remove 15 mg/ml drug from the pump. It was unknown if it was considered a sudden or a gradual change in therapy/symptoms. The event date of radiculopathy was unknown. It was later reported that bridge bolus was in progress. The bridge bolus was stopped because the patient's inr was too high. The bridge bolus had been running for 18h08m and had 58h50m remaining and need to be start back up. No further complication was reported.

Manufacturer narrative:
Correction: corrected. Intervention required shall no longer be checked. The event was no longer reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid(15 mg/ml, 1.7 mg/day) for the treatment of non-malignant pain and other chronic/intract pain (trunk/limbs). The new drug was dilaudid(4 mg/ml, 0.192 mg/day). It was reported that the catheter event had been confirmed. The hcp was unable to aspirate from the cap of the pump on (B)(6) 2018. The patient developed radiculopathy when she gave herself a patient activated bolus. The catheter was planned to be replaced on (B)(6) 2018 and the pump was refilled with drug of lower concentration on (B)(6) 2018. A bridge bolus had been programmed. The hcp planned to run a back table prime to remove 15 mg/ml drug from the pump. It was unknown if it was considered a sudden or a gradual change in therapy/symptoms. The event date of radiculopathy was unknown. It was later reported that bridge bolus was in progress. The bridge bolus was stopped on (B)(6) 2018 because the patient's inr was too high. The bridge bolus had been running for 18h08m with 58h50m remaining and need to be start back up. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that the cause of inability to aspirate from cap was unknown. It was unknown if there was a device/therapy issue related with radiculopathy. The catheter was still implanted and no surgery occurred due to lab work. No further complication was reported.